Event description:
Reconstructed images were normal during the examination or immediately following the CT procedure. Allegedly, several days later the technologist attempted to perform other reconstructions from raw data and the pt images were mixed with images from another pt.